Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and during basal delivery. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 114 mg/dl.